Manufacturer narrative:
As reported, sorbafix fixation device deployed broken fasteners and failed to fixate the mesh into cooper's ligament. The subject device has been returned for evaluation. A functional evaluation found the device to deploy the 11 remaining fasteners as intended during testing. The most probable root cause as to why the device may have deployed broken fasteners and failed to fixate is the result of forces applied while trying to fixate the mesh into cooper's ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 695 units released for distribution in (B)(6) 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, "avoid excessive trigger force as this may damage the device." And "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device."

Event description:
As reported, during a laparoscopic inguinal surgery, a sorbafix device was used to fixate the bard soft mesh (10cm x 15cm). It was reported that no fasteners successfully fixated the mesh and broken fasteners presented as a result while attempting to fixate into coopers ligament. The procedure was completed using another non-bard/davol device and there was no reported patient injury.